Event description:
It was reported that the 25khz straight tip was being used with a universal handpiece when the tip broke off in the handpiece. Attempts were made to obtain additional information, but they were not successful.

Manufacturer narrative:
A follow up report will be filed when the quality investigation has been completed.

Manufacturer narrative:
The customer comment of the tip breaking on the handpiece was confirmed. Based on the manufacturer's instructions for use, a broken angle nut can be caused by over torqueing of the angle nut while attaching a tip to the handpiece. The device was not able to be repaired and was scrapped by the manufacturer.

Event description:
It was reported that the 25khz straight tip was being used with a universal handpiece when the tip broke off in the handpiece. Attempts were made to obtain additional information, but they were not successful.